Manufacturer narrative:
Product analysis does not support the reported issue of laser tip broken. Product evaluation: failure analysis for fiber (B)(4): the report of "laser tip broken" could not be confirmed, the fiber cap was found to be attached; however, the metal cap adhesion location exhibited mild burnt glue; the glass cap/fiber has rotated off center, and could not be rotated by force; the glass and metal caps were still intact and attached; the metal cap exhibited mild burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tube exhibited signs of contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber tip broke at 5,608 joules and after two minutes of usage.the procedure was completed using a second fiber. Patient status was reported as "ok".gland volume: 80 ml.